Manufacturer narrative:
Event date: approximated based on the date the manufacturer was aware of the event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence that required the use of 8 pads per day, which led to a surgical intervention. During the procedure, it was noted that the pressure-regulating balloon (prb) was empty. All components of the existing aus were explanted and replaced with a new aus. No patient complications were reported.